Manufacturer narrative:
Reported event of inappropriate and unexpected reset was confirmed. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored by reloading product code and functional analysis was performed. The cause of reset error could not be determined. The device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the implantable cardiac monitor (icm) was interrogated and went into a back-up mode. The icm was removed and replaced. The patient was discharged with no reports of adverse consequences.